Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had been experiencing abdominal pain since the implant procedure. The physician offered the patient steroids to help with the inflammation but the patient declined. The physician thought that the pain was related to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had been experiencing abdominal pain since the implant procedure. The physician offered the patient steroids to help with the inflammation but the patient declined. The physician thought that the pain was related to the procedure.